Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called in to report a blank display and low beeping tone coming from the insulin pump. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. No further details were given.

Manufacturer narrative:
The pump was monitored, and all operating currents were within specification. The pump passed the displacement, and self tests. No frozen screen or unexpected blank display noted during testing. The pump functioned properly. The pump was received with a cracked reservoir tube lip.